Event description:
It was reported that during an intubation procedure (case date unknown), the image was dim and could not visualize the vocal cords. No direct patient injury was reported. They were able to complete intubation using another device. However, it caused a delay of 15-60 minutes.

Manufacturer narrative:
The device was previously forwarded to the manufacturing site for investigation two weeks prior to this complaint was filed. Therefore, it was shipped to the manufacturing site only as a repair (which is a different route) without the complaint information. Our complaint team at the manufacturing site can no longer locate this device, and cannot evaluate the device accordingly. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Correction: the manufacturing site was able to locate the device after the fact and was able to evaluate it accordingly. Per investigation by the manufacturing site: most probable root cause is the wear of adhesive on the tip of the c-mac blade caused by reprocessing. Consequently, liquid is entering the blade and affects the electronic and forces the led to fail/ light dimly. Further, the image sensor is influenced by the entered liquid and shows some stripes in the display. This event is filed under internal complaint ID (B)(4).